Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that during a primary hemi hip arthroplasty (side not provided) the unipolar head and sleeve would not engage on the stem.

Manufacturer narrative:
An event regarding an assembly issue involving a sleeve was reported. The event was confirmed. Device evaluation and results: the device was returned in good condition and was lodged in the taper of the head. Review of the device by a material analysis engineer indicated, "damage consistent with attempted assembly was observed on the head and sleeve." Dimensional inspection confirmed the device was within specifications. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusion: the event is confirmed however the root cause could not be determined as the stem was not returned. It is possible that there was improper order of assembly (i.e. Surgical protocol deviation) which could have caused the mating devices to not assemble. Surgical protocol indicates the sleeve should be assembled on the taper of the stem and then the head can be impacted on the sleeve. It seems the sleeve was placed in the head and then impacted onto the taper of the stem. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during a primary hemi hip arthroplasty (side not provided) the unipolar head and sleeve would not engage on the stem.